Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 45637. The issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The event history log was checked. The reported problem was found in the software app and event log. Error 45637 is due to a bad motor and will be replaced.